Event description:
Boston scientific crm received information that the patient with this pacemaker was experiencing symptoms of pacemaker syndrome. During the device upgrade procedure, the pacemaker was programmed to voo mode with a rate of 80ppm. Upon cauterizing the pacemaker pocket to gain access to the device, 2-3 beats of pacing inhibition were noted on the external electrocardiogram. The patient was pacemaker dependent and became symptomatic. A drop in blood pressure was also noted.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.